Manufacturer narrative:
A partial lead with the connector portion measuring 14.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the right ventricular lead was capped and replaced on 15 nov 2019. There were no adverse patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting loss of capture. Upon interrogation non-sustained right ventricular over-sensing and far p-wave over-sensing were also noted. Pacing lead impedance exceeded the upper limit. Programming interventions were made. The patient was not dependent and will be scheduled for lead revision. The patient was stable.